Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03053.  Intra-procedural imagery provided to edwards lifesciences for review shows the valve deployed and balloon inflated within the pre-stent. Additionally, the delivery system is flexed in a 90 degree angle during deployment. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection found a slight bend on balloon shaft likely due to packaging. There was compression on flex shaft and minor flex tip gouges. Due to the nature of the complaint, no applicable dimensional analysis was performed. During functional testing, the balloon shaft was able to be pulled to the warning marker and locked. The full flex and fine adjust travel was able to be used with no abnormalities observed. The inflation/deflation time was measured to be with specification. No other abnormalities were observed during inflation or deflation of the balloon. Device history record (DHR) review was performed for the components that are the most relevant to the complaint events and did not reveal any manufacturing non-conformances that could have contributed to the events. A lot history review of the related work order was performed and revealed no other complaints related to complaint codes. A review of complaint history for the edwards commander delivery system (all models and sizes) from august 2018 to july 2019 revealed other returned complaints for similar events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were found during the evaluation of the similar complaints. Available information suggests that patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for the related trend category. During manufacturing, the device and its components were inspected/tested a number of times. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The device IFU, prepping manual, and training manuals were reviewed for instructions involving commander preparation and procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. In this case, the balloon was able to be inflated and deflated during valve deployment with no patient injury, the valve landed in acceptable position. The complaints of difficulty advancing the delivery system and difficulties inflating the delivery system balloon during deployment were unable to be confirmed. No manufacturing non-conformances were identified in the returned device. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. Based on the provided imagery and complaint description, difficulty tracking the delivery system through the vasculature may be due to anatomical factors. Tortuosity could have caused a difficult pathway for the advancement to the delivery system. As seen in the provided imagery, the delivery system is flexed at 90 degrees during inflation. While there were no abnormalities found during use of fine adjust and flex during functional testing, the compression on the flex shaft further supports that there was difficulty navigating the tortuous patient anatomy. Additionally, the complaint description states that the device was torqued during the procedure supporting difficulty advancing the delivery system. While no kinks were noted, excessive rotations of the delivery system may have contributed to the inflation difficulties. Excessive rotation, along with a difficult pathway for the delivery system to advance, likely prevented the inflation balloon from properly deploying. As such, it is likely that patient factors (tortuosity) and/or procedural factors (rotation of the delivery system, compression of flex shaft) may have contributed to the events. As no manufacturing non-conformances were identified and the complaint rates did not exceed the respective control limits, no corrective or preventative action is required. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by the clinical trial specialist, the 29mm commander had significant trouble tracking up to pulmonic pre-stent. All maneuvers were utilized to get the 29mm sapien 3 (s3) into the waist of the pre-stent. No pacing was performed. During valve deployment, it was extremely difficult to inflate the balloon. The physician was able to get the balloon inflated and deflated. Final placement of first valve was below the waist of the pre-stent. Angiogram was performed and the valve was in an acceptable position. The team wanted to ensure that valve was fully expanded so they left the commander in place and went up opposite side with a 30x4 bib. The bib was inflated x2 at 6atm. During the second inflation, there was more valve expansion of the s3 and appeared to move more distal to land at the waist of the pre-stent. The team was pleased with this result. Echocardiogram was performed and found wide open pulmonic regurgitation (central leak) and moderate tricuspid regurgitation. The team was unsure of what happened to the valve or how it was damaged. They discussed that it could have been the manipulations to get to pre-stent or the additional inflations with the bib. The final decision was made to place the second valve. The second commander was inserted in the esheath and advanced and aligned without issue. The s3 was advanced in pre-stent and the first valve. The second valve was positioned slightly above the first. The valve was deployed slow controlled inflation with final result of second valve level with first valve. The approximate time of inflation/deflation is unknown. The inflation devices (syringes, stopcocks, extension tubing) are not available for return. The device was torqued during procedure, but unknown how many rotations, all know it that they were not taken off system. No kinks were noted. The ratio of contrast to saline in the inflation medium was usual 85/15. The perceived root cause for the inflation/deflation difficulty was rotating outer shaft without turning entire catheter. No fluid loss was noted.